Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Ten devices were received for evaluation; 10 events were confirmed during testing. Ten devices were found to be affected by inadequate resistance to autoclaves. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the run/safe etchings of the device are not legible, presenting a potential for the device to inadvertently be activated. There was no patient involvement; no patient impact.